Event description:
The customer reported that her blood glucose read high (greater than 27.8 mmol/l [500 mg/dl]), and that she could smell insulin and the adhesive was wet.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged form the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.